Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it confirmed that there was a record of the upstream occlusion alarm. Visual and functional tests were performed. The customer's problem was not replicated. There was no known cause of the issue. The upstream sensor was preventatively re-calibrated.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a beep sound alarm. Per reporter, it continued to ring with the time intervals getting shorter and shorter from the beginning. The fault occurred during infusion. There was unknown patient involvement.